Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor signal loss to the ilet after disconnecting and showering, while glucose values remained visible in the dexcom application and subsequently displayed on the ilet during the call. Symptoms included no reported clinical effects and no change in blood glucose. Outcomes included no impact on activities of daily living and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education focused on cgm-to-ilet connectivity. Investigation of this case revealed transient communication disruption consistent with environmental interference or brief loss of proximity during sensor disconnection and showering, with function restored thereafter. It was concluded that the device operated as designed after reconnection and that no device malfunction was identified.